Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of death ('woman died during hysterectomy') and medical device removal ('woman died during hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Death occurred. The reporter considered death and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- death. This case with very limited information was received via lawyer and refers to a social media post. It refers to a woman who died during hysterectomy. Details of essure use (details of insertion procedure, dates or any associated conditions) was not given. The time elapsed between essure procedure and the reported event was also not given. Although the exact reason for undergoing a hysterectomy was not specified, considering that this procedure implied a removal of essure, a causal relationship cannot be excluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.